Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 266 mg/dl and 286 mg/dl, and in addition, 171 mg/dl (timeframe unknown) on the same day, while experiencing symptoms like vomiting, dizziness, tachycardia and sweating. The patient received unknown help from third person. After eating a candy bar, the patient felt better.